Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited high capture thresholds and noise. During lead revision, insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was stable post procedure.